Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and delamination.

Event description:
Healthcare professional reported left side deflation as well as bilateral exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken on plug strap, missing on plug strap (75-100%), an opening on anterior, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: a striated opening on anterior, a crease sharp opening on posterior, and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A crease sharp opening on posterior assessed as fold flaw opening. Sharp broken on plug strap assessed as an unidentified (tear) opening. Missing on plug strap assessed as inconclusive. No delamination was observed.

Event description:
Healthcare professional additionally reported "valve strap integrated with capsule." And "valve delaminated from shell".

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported left side deflation as well as bilateral exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported "valve strap integrated with capsule." And "valve delaminated from shell". Device has been explanted.